Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The lesion being treated was located in the calcified, 100% stenosed mid right coronary artery (rca). The balloon ruptured on the initial inflation at 6 atms. The procedure was successfully completed with deploying a stent. There were no reported pt complications. Pt status listed as "good."

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed two tears in the balloon wall located 1.1 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tears did not reveal any irregularities in the balloon material which would have contributed to the formation of the tears. No issues were noted with the balloon material or with the ro markers that could have contributed to the leak. The exact cause of the balloon tears could not be determined. The manufacturing records for top assembly batch 8518617 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event is unknown.